Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in the reservoir and in tubing. The blood glucose level was 179 mg/dl. The air bubbles were a little bigger than champagne sized bubbles. The customer was advised to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles. Air bubbles were not removed successfully. The reservoir will not be returned for analysis.